Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. As a result, the minicap is no longer a suspect product. Therefore, it was determined that this report is a duplicate of report 1416980-2013-20191. All investigation activities will be captured under report 1416980-2013-20191.

Event description:
It was reported that the home patient (hp) experienced peritonitis. On the day as the diagnosis of peritonitis, the patient was hospitalized. However, the treatment was not reported. After nine days of being hospitalized, the hp was discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894410 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).